Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d164awg implantable defibrillator, (B)(6) 2010; 694765 implantable defib lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that about 6 days after system implant, the patient was reported to their physical examination and interrogation with pain and pocket swelling. A pocket hematoma was noted and surgically removed along with revision of both dislodged leads. The device was reprogrammed and the system remains in the patient. No patient complications have been reported as a result of this event. The patient was part of the (B)(4) study.